Event description:
It was reported that bd alaris pump module smartsite infusion set ballooned. The following information was received by the initial reporter with the following verbatim; rcc received a complaint via email. Infusion set used to give normal saline bolus, 380cc over 1 hour. About 200cc into bolus, channel started alarming occlusion. Upon assessment of tubing, the softer extension inside the channel was noted to have a significant bubble that caused a deformity of the tubing. Tubing was disconnected from the patient and set aside for further follow up. No harm was noted to reach the patient.

Manufacturer narrative:
The customer reported balloon in pump segment, and returned one sample of material 2420-0007, lot unknown. Smart site ids were captured and provided to the plant for potential lot(s). Upon initial visual examination, the set had no defects or abnormalities. The set was set to run a water infusion at 125 ml/hr for 1 hour. After testing, the issue of ballooning could not be replicated. The potential root cause is unknown. A member of our clinical team has reached out about the issue. These are the possible lots based on the smart site ID (B)(4): device history record review for model 2420-0007 lot number 24036289 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. Device history record review for model 2420-0007 lot number 24036326 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. Device history record review for model 2420-0007 lot number 24036327 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. Device history record review for model 2420-0007 lot number 24036289 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.